Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse reviewed the device configuration and concluded it was only configured to provide audible and visual alarms for red level alarm events. Results of functional testing indicate the device functioned as expected according to the configuration set up. Based on the information available and the testing conducted, the cause of the reported problem was a user error configuration issue. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device failed to provide a visual or audible alarm to overview monitors during a yellow level alarm spo2 event. The device was in use. No adverse event occurred.